Event description:
It was reported that the patient developed infection at the midline incision site. Symptoms of leaking and redness near thoracic incision were noted. It was noted that the patient had an allergic reaction to tape and glue. Infection was not device nor procedure related. Antibiotics were prescribed. The patients infection has cleared up.